Event description:
It was reported that a length mismatch between the inner and outer cannulae was detected on two (2), size 6 cfn, cuffless fenestrated tracheostomy tubes. This was detected after the devices were in use from one (1) to two (2) yrs. It was also reported that the devices are cleaned and soaked in vinegar and full strength hydrogen peroxide which is contraindicated on the device labeled instructions for use. There was one (1) pt involved with no reported pt compromise. The 6cfn devices were returned to the MFR and forwarded to the lab for decontamination, analysis and investigation on 11/05/97.